Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The company was informed that the recipient's device could not achieve auditory communication with the newly implanted device at initial activation. On (B)(6), 2015, a CT revealed that the electrode array was outside of the recipient's cochlea. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.